Manufacturer narrative:
D2b: pro code: (product code): fge, lit. E1: initial reporter phone: (B)(6). G4: premarket / 510(k): k103751, k110122, k141521.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 200 mm, 75 cm mustang balloon catheter was advanced for dilatation. During the percutaneous transluminal angioplasty procedure, the balloon ruptured upon inflation inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the lesion details are more than 50% stenosed, moderately tortuous, and moderately calcified. During second inflation at 10 atmospheres for 30 seconds. The balloon ruptured.

Manufacturer narrative:
B5 - describe event or problem updated. D2b: pro code: (product code): fge, lit. E1: initial reporter phone: (B)(6). G4: premarket / 510(k): k103751, k110122, k141521.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 200 mm, 75 cm mustang balloon catheter was advanced for dilatation. During the percutaneous transluminal angioplasty procedure, the balloon ruptured upon inflation inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the lesion details are more than 50% stenosed, moderately tortuous, and moderately calcified. During second inflation at 10 atmospheres for 30 seconds. The balloon ruptured.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 200 mm, 75 cm mustang balloon catheter was advanced for dilatation. During the percutaneous transluminal angioplasty procedure, the balloon ruptured upon inflation inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. E1: initial reporter phone: (B)(6). G4: premarket / 510(k): k103751, k110122, k141521.